Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packing of a bd eclipse¿ 20ga needle is labeled with part# 303672 however, the product inside is part# 303674. This occurred with 2 boxes of 5000. We have received the new order and it has been sent wrong. The goods are labelled 303672 and inside is 303674?

Event description:
It was reported that the packing of a bd eclipse¿ 20ga needle is labeled with part# 303672 however, the product inside is part# 303674. This occurred with 2 boxes of 5000. We have received the new order and it has been sent wrong. The goods are labelled 303672 and inside is 303674?

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material 303672 and lot number 0066930. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. The pictures were reviewed and it was found that the outer box indicates material 303672; eclipse needles g20x1. The bag contained within the box also contains material 303672; eclipse needles g20x1 (yellow needles). Per the picture samples, no mix up or issue can be identified between the two levels of product packaging. Per the internal organization of standardization, hypodermic needles for single use color and gauges are as follows: material: 303672 ¿ eclipse needles g20x1 ¿ yellow hub, material: 303674 ¿ eclipse needles g21x1 ¿ green hub.